Manufacturer narrative:
(B) (4). The device is expected to be returned for evaluation. It has not yet been received.

Event description:
Device issue: hemostasis valve failure. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the hemostasis valve on the exchange sheath possibly leaked. The device was removed without difficulty and hemostasis was achieved using manual compression. There were no reported adverse pt effects. Though requested, no additional info was provided.